Manufacturer narrative:
Eval summary: eval revealed the u-blade to be the primary product. The remaining items are regarded to be associated products: u-blade connector. Failures in material or mfg of the broke blade were not found. Mechanical properties of the material of the item are within specified tolerances. Eval and appearance of the breakage surfaces reveal that the blade broke in a brittle fracture. With respect to the orientation of material deformation and displacement the blades were broken due to bending and rotation forces. The event was not caused by any deficiency of the device.

Event description:
It was reported that, "during the extraction surgery of the gamma3, the u-blade broke." During extract surgery, when the surgeon extracted u-blade, two blade broke at the base of blade. The surgeon was not able to remove two broken blade from the groove of the u-lag screw. The surgeon did not use adapter (B)(4) in this extract surgery. Also, there is a possibility of rotating u-connector when the surgeon pulled out u-blade.